Manufacturer narrative:
Additional information gathered via follow-up revealed the patient was experiencing normal battery depletion prior to the explant/replacement of their ipg because their ipg provided therapy for approximately 126 months. The minimal rechargeable battery longevity is 10 years for the eon mini model 3788, as calculated from the nominal operating parameters. Therefore, this event has been deemed not reportable.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
It was reported the patient's ipg was deemed inoperable due to it no longer being able to communicate with their external devices. As a result, the patient's ipg was explanted and replaced to provide resolution.